Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. Customer worked with technical support to clean the pneumatic tap area on the pump using an alcohol wipe or lint-free cloth. Initially, reloading the existing cartridge did not resolve the issue, but upon guidance, the caller successfully loaded a new cartridge onto the pump and resumed insulin therapy.